Manufacturer narrative:
Findings; motor error alarm during the basic occlusion test and unable to prime during the prime test due to loose/protruded drive support disk. Pump passed the operating currents measurement, self test, unexpected alarm error test and displacement test. Unable to confirm compromised forced sensor alarm or perform the occlusion test and no delivery test due to motor error alarm. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.